Event description:
On 12/30/2021, it was reported by an arthrex employee via email that a 5 031-100 lag screw locking tool may have been in question for reliability and performance of the torque limiter when it was used to lock a 1099-095 telescoping lag screw. This was discovered post-operative of a trochanteric femoral nail procedure that was performed on (B)(6)2021. When the surgeon x-rayed the patient, it was notices that the telescoping lag screw did not stay locked up. Prior to this, the trochanteric femoral nail procedure had been successfully completed with no issues, no broken implants and or instruments. At this time there has been no revision surgery has been scheduled.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was evaluated by (B)(6). No deviation or issues with the torque limit on the device. The torque measured exactly at 80 in lbs as designed.